Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), approximately, 23 months post tavr of a 26mm s3 valve in the aortic position, the valve was explanted and a surgical vale was implanted. The reason for the explant is unknown at this time.